Manufacturer narrative:
The customer¿s report that while programming delays the system rebooted was confirmed. Physical inspection showed no abnormalities. The pcu error log recorded a system malfunction error code 800.8000.0 (general os failure) on (B)(6) 2019 at 12:21 pm. The pcu event log showed that prior to the malfunction, the user had been programming infusion delays on the infusing pumps in rapid succession. The system failure occurred after the last pump had been selected. Functional testing replicated the software failure by programming an infusion delay, confirming the delay, and then selecting the next pump, all in rapid succession. The root cause of the customer¿s report was discovered to be an 800.8000 (general software failure) error. The 800.8000.0 malfunction is the result of programming data becoming out of sync between the pcu and pump modules. In this condition, the pcu software is attempting to access data that is essentially non-existent.

Event description:
It was reported that the nurse was attempting to program delayed infusion on three pump modules. The nurse was able to successfully program both channels a and b, however, when the nurse attempted to program channel c, the pcu rebooted itself. The device event logs were reviewed and confirmed by the customer that there were 10 repeated log entries of error code 800.8000 with different sub codes recorded. The battery log report showed that the pcu was plugged into an ac outlet. Current battery capacity is low with no power failures recorded. The customer further provided an event log analysis as follows: on (B)(6) 2019 at 5:17 pm channel a s/n (B)(4) programmed to infuse mesna 24 hrs using drugs guardrails: rate = 23.125 ml/hr vtbi = 555 ml on (B)(6) 2019 at 8:35 pm channel b s/n (B)(4) programmed to infuse ivf normal saline: rate = 160 ml/hr vtbi = 900 ml on (B)(6) 2019 at 12:21 am channel a s/n (B)(4) delay option for 30min was selected and confirmed. Channel b s/n (B)(4) delay option for 30min was selected and confirmed. Channel c s/n (B)(4) channel was selected, but for some unexpected reason pc unit restarted itself. (See error log report for pc unit 8015 s/n (B)(4) pc unit 8015ls s/n (B)(4) tests battery log report shows that the pc unit was plugged into ac outlet. Battery was charged at full capacity. Current battery capacity is low (only important if pump running on battery). No power failure recorded. Error log report contains 10 times repeated system error code, which was recorded on (B)(6) 2019 at 12:21 am. Code = 800.8000: failure = pcu15 general os failure. System error 800.8000 occurred at time of infusion delay request. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the nurse was attempting to program delayed infusion on three pump modules. The nurse was able to successfully program both channels a and b, however, when the nurse attempted to program channel c, the pcu rebooted itself. The device event logs were reviewed and confirmed by the customer that there were 10 repeated log entries of error code 800.8000 with different sub codes recorded. The battery log report showed that the pcu was plugged into an ac outlet. Current battery capacity is low with no power failures recorded. The customer further provided an event log analysis as follows: on (B)(6) 2019 at 5:17 pm, channel a s/n (B)(4) programmed to infuse mesna 24 hrs using drugs guardrails: rate = 23.125 ml/hr vtbi = 555 ml. On (B)(6) 2019 at 8:35 pm, channel b s/n (B)(4) programmed to infuse ivf normal saline: rate = 160 ml/hr vtbi = 900 ml. On (B)(6) 2019 at 12:21 am, channel a s/n (B)(4): delay option for 30 min was selected and confirmed. Channel b s/n (B)(4): delay option for 30 min was selected and confirmed. Channel c s/n (B)(4): channel was selected, but for some unexpected reason pc unit restarted itself. (See error log report for pc unit 8015 s/n (B)(4)). Pc unit 8015 ls s/n (B)(4) tests battery log report shows that the pc unit was plugged into ac outlet. Battery was charged at full capacity. Current battery capacity is low (only important if pump running on battery). No power failure recorded. Error log report contains 10 times repeated system error code, which was recorded on (B)(6) 2019 at 12:21 am. Code = 800.8000: failure = pcu15 general os failure. System error 800.8000 occurred at time of infusion delay request. The customer further stated that there were no adverse effects caused to the patient from the event.